Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure completed as planned, with the problem occurring during measurement and not impacting the overall process. There was no harm reported to philips. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the fluoroscopy was unavailable. Review of system logs showed that the control interface had lost connection with internal components. Upon further troubleshooting, it was discovered that the issue was traced to the suite pc. The issue was addressed in another work order, where philips engineer resolved the issue by updating the suite pc software. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. There was no impact on the procedure as the issue occurred during measurement of images, and it did not compromise the integrity of the device¿s imaging capabilities nor affect the ability of the physician to complete the procedure. This scenario is not likely to result in a hazardous situation that could cause or contribute to a serious injury or death to patient or user and is therefore not reportable. Given these considerations, this scenario is not likely to cause/contribute to serious injury or death should it recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that fluoroscopy was unavailable during a case. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.